Event description:
Health care center contacted dexcom technical support on behalf of trial patient on (B)(6) 2014 and claimed that on (B)(6) 2014 the trial patient experienced a hardware failure. Dexcom technical support advised the trial patient to reset the device on (B)(6) 2014. Trial patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).